Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A clear passage test and pressure test were performed with no issues noted. A dimensional analysis was performed on the spike port with all measurements within specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed between the connection of the cassette and a solution bag. The event occurred during prime on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.